Event description:
It was reported the monitor screen was broken/ cracked. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the overlay was broken, the system and power supply fans were noisy and the stylus was missing.